Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study was conducted between 2017 and 2019 involving 395 cases of laparoscopic transabdominal preperitoneal (tapp) procedure or robotic-assisted tapp (r-tapp) for inguinal hernia repair. The self-fixating mesh was used in the r-tapp procedure and the peritoneum was closed using a 2-0 v-loc suture. Branded mesh, fixation devices, or suture were not mentioned in the tapp procedure description. Complications in both groups include hematoma and hernia recurrence. No interventions are mentioned. Other non-device related complications included chronic pain and wound infections. Article: michael festersen nielsen, hernia (2025) 29:33. Https://doi.org/10.1007/s10029-024-03226-2.

Manufacturer narrative:
D10 concomitant products: unknown progrip, unknown progrip mesh product (serial#:unk) (lot#:unk). Alexandros valorenzos, kristian als nielsen, ihsan inan, andreas kristian pedersen, sofie ronja petersen, mark bremholm ellebaek, ayat allah alnabhan, per helligsø, allan dorfelt, michael festersen nielsen. "Reduced risk of recurrence following robotic-assisted tapp for inguinal hernia repair compared to laparoscopic tapp: a cohort study of 395 cases", 2024, hernia (2025) 29:33. Https://doi.org/10.1007/s10029-024-03226-2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study was conducted between 2017 and 2019 involving 395 cases of laparoscopic transabdominal preperitoneal (tapp) procedure or robotic-assisted tapp (r-tapp) for inguinal hernia repair. The suture was used consistently to close the peritoneum. Complications in both groups include hematoma and hernia recurrence. No interventions are mentioned. Other non-device related complications included chronic pain and wound infections.

Manufacturer narrative:
Additional information: b5, g3, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.